Manufacturer narrative:
The device was evaluated by olympus. The evaluation found that the allegation was not confirmed. The image was found with no issues during inspection. During the device evaluation, the following issues were discovered: minor play in control knob movement; scratches in multiple locations on the device; cracks in the distal sheath glue; and the light guide tube was buckled. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus that during preparation for use, the evis exera iii colonovideoscope was experiencing error code e315 (unsupported scope), and images were going in and out. The connections were cleaned, but the issue remained. The other scopes were working fine; the issue was scope specific. There were no reports of patient harm associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the reported e315 error could not be reproduced, and the root cause of the issue could not be determined. The event can be detected by following the instructions for use which state: ·¿inspection of the endoscopic image.¿ olympus will continue to monitor field performance for this device.